Event description:
Disposable endoscopic proximal end of the cleaning brush broke off and was not found despite extensive efforts to find both externally in the treatment and cleaning area and internally in the endoscope. The next time the endoscope was used, the nurse lavaged fluid (2% lidocaine) through the biopsy channel, dislodging the missing brush into the pt's lung. The brush was immediately retrieved through the endoscope already in place without harm to the pt.